Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility charge nurse reported that a dialyzer blood leak occurred approximately one hour after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak that could be visually observed within the dialysate. The machine, a fresenius 2008t machine, did not alarm appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s blood was not returned however the estimated blood loss (ebl) could not be provided. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The dialyzer was reported to be available to be returned to the manufacturer for evaluation. The machine was removed from service. The machine was evaluated and passed all functional testing and returned to service.